Event description:
Delayed foreign body granulomatous reaction [foreign body reaction]. Case description: literature-spontaneous report was received on (B)(4) 2012, from an author regarding a (B)(6), female, pt, initials unk, with cutaneous contour deformity. This report is from a literature article entitled "foreign body reaction to facial dermal filters: case report". The pt's medical history was not provided. On an unspecified date in 2004, the pt received treatment with unspecified MFR hyaluronic acid filler injection into left and right malar areas, dosage regimen not provided. The lot number of hyaluronic acid filler was not provided. On an unspecified date in 2006, the pt received bovine collagen glutaraldehyde in left and right malar areas. On an unspecified date in (B)(6) 2010, the pt had periodontal surgical procedure that involved maxillary left quadrant. After two days, the pt developed left buccal facial swelling which caused by blocked parotid duct. It was reported that the swelling was slightly painful, erythematous, diffuse with no definitive outline, measured 3 cm horizontally and 3.5 cm in height, did not fluctuate in size nor it changed its configuration since its inception after surgery and palpitation caused only mid discomfort and revealed it to be firm in tone. No swelling and discomfort was evident on right side. No trismus was present. On unspecified dates in (B)(6) 2010, her temperature was 99.6 degree fahrenheit and she was prescribed amoxicillin. It was reported that despite 10 days of antibiotic therapy, no symptom improvement was noted. The physician suspected a delayed foreign body reaction which was confirmed with magnetic resonance imaging which showed tissue enhancement adjacent to the left maxilla and an incisional biopsy of buccal soft tissues which revealed foreign body granulomatous reaction. On an unspecified date, the pt was prescribed medrol dosepak (methylprednisolone). One week later, erythema and swelling subsided; however, mild firmness with no discomfort was still present. The outcome for the event was provided. Concomitant medications were not provided. The intensity for the event of delayed foreign body granulomatous reaction was not provided. The reporter assessed the relationship between hyaluronic acid filler and the event of delayed foreign body granulomatous reaction as possible. It was reported that the pt used both hyaluronic acid and bovine collagen glutaraldehyde in the same area, at different intervals so the causative agent for the reaction was difficult to ascertain. However, because of known greater immunogenicity of bovine collagen glutaraldehyde, it was more likely than hyaluronic acid to have caused the tissue response.

Manufacturer narrative:
Add'l info was received (B)(4) 2012, in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of hyaluronic acid filler is not affected by this report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.